Event description:
Pulse oximeter readings displayed 69% to 100% sp02 saturation values from any given second dependent on the position of the masimo sp02 sensor cable. Patient required intervention due to an undetected left sided pneumothorax which resulted in an emergency bronchoscopy. This procedure resolved the patient's immediate risk. The sp02 saturation values were still erratic and required a separate arterial blood gas determination to verify the patient's blood saturation values.